Event description:
The physician reported that during an implant attempt of the subject pacemaker, connections problems with the atrial lead were incurred. Reportedly, the screwdriver could not be fully inserted and there was "a fault with the threads of the screwing system". Due to this, another pacemaker was subsequently implanted instead.

Manufacturer narrative:
(B)(4), 2013. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.